Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd december 2024, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant was set successfully, but the second implant was out before pushing the button. A knot / cut from another brand was used. This was detected during meniscus repair procedure on (B)(6) 2024. The procedure was successfully completed with no patient harm and no secondary procedure by using product from another brand.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-4501 meniscal cinch¿ ii was received for investigation. Visual evaluation of the returned device noted the tip of the device was damaged and bent. It was further noted that the second implant remained assembled and the trigger mechanism was locked. Functional testing was not able to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces when actuating the device. Refer to investigation photos.